Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during assembly of a laparoscopic gastrectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.